Manufacturer narrative:
Complaint conclusion: as reported, the surgeon grabbed the hub of the diagnostic catheter in order to remove it from the packaging. As the surgeon was busy removing the product from the packaging, the hub separated from the catheter. A new catheter was used. There was no patient injury since it was not used in the patient. There were no damages or anomalies noted to the device or packaging prior to use. The device was stored and handled according to the instructions for use (IFU). For the cardiac angiography, an infiniti diagnostic catheter was opened and as the surgeon was removing the product from the packaging by the hub, the hub separated from the catheter. Force was not required when removing the product from the packaging. It was reported broken before it could was torqued or steered in any way. The catheter did not seem to be snagged/caught on something in the packaging. The catheter body remained in the packaging and was not removed because the customer wanted to show the product as is, when complaint happened. The device was not kinked/bent at the area of the separation. There were no kinks noted on the device after removal. A same brand catheter was used to complete the procedure. There was no patient injury since the damaged product was not used in the patient. A non-sterile diagnostic cath f5 inf jl 4 100cm was received for analysis coiled inside a plastic bag. The body shaft of the catheter was received separated at the proximal end. The hub was not received for analysis. No other anomalies were found. The device was sent to sem analysis in order to find the cause of the separation. Sem results show that the body¿s external surface presented with evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched or pulled until separation occurs. Stretching or pulling could have been related to these separation characteristics. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿luer hub-separated-prior to use¿ was confirmed during analysis because of the condition in which the product was received. The exact cause of the body shaft separation from the hub could not be conclusively determined during the analysis. Based on the information available for review, procedural factors (stretching or pulling) may have contributed to the separation as evidenced by elongations noted during analysis. According to the product instructions for use, manipulation of the catheter under excessive friction can lead to stretching or elongation of the catheter. Neither the DHR nor the product analysis suggests that the reported event could be related to the design or manufacturing process. Therefore no corrective or preventative actions will be taken.

Manufacturer narrative:
The device has been returned for analysis; but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. (B)(6). Please note that the address provided in the report for the initial reporter is incorrect as the account or address was not provided. The address provided is the johnson and johnson (B)(4) office.

Event description:
As reported, the surgeon took the hub of the diagnostic catheter in order to remove it from its packaging. As the surgeon was busy removing the product from the packaging, the hub came completely loose from the catheter (the hub separated from the rest of the catheter). A new catheter was used. There was no patient injury since it was not used in the patient. The procedure name was cardiac angiography. For the procedure, an infiniti diagnostic catheter was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was stored and handled according to the IFU. As the surgeon was removing the product from the packaging by the hub, the hub came completely loose from the catheter (the hub separated from the rest of the catheter). Force was not ever required when removing the product from the packaging. It was reported broken before it could was torqued or steered in any way. The catheter did not seem to be snagged/caught on something in the packaging. The catheter body remained in the packaging and was not removed because the customer wanted to show the product as is, when complaint happened. The device was not kinked/bent at the area of separation. There were no kinked noted on the device after removal. A same brand catheter was used to complete the procedure. There was no patient injury since the damaged product was not used in the patient.